Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument's jaws did not open and close properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The reported failure was confirmed and replicated. The instrument was found to have imprecise motion in the yaw direction. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed. Only one of the grip tips would open or close. Additionally, the maryland bipolar forceps instrument was found to have grip input disk #6 broken into pieces inside the housing. Other backend components adjacent to the broken inputs did not show damage. Further evaluation of the instrument found it to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed which would normally not be exposed. The instrument passed the electrical continuity test. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.